Manufacturer narrative:
Revision occurred after 15 days due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 15 days after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm + 3 standard humeral cup was explanted. This item was replaced with a 36 mm + 6 135/145* humeral stability cup.